Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a remote alert was received for backup vvi. The patient was called and scheduled to present in the clinic. The patient was asymptomatic to the event. On (B)(6) 2018, the implantable cardioverter defibrillator was successfully reprogrammed. The patient was in stable condition before, during reprogramming and following the event.